Event description:
It was reported that the customer was hospitalized for dka. According to the md, the cause of the event was pump related. The programming and histories were accurate. Also, the reservoir was placed correctly in the pump. Troubleshooting was done and the pump passed the functional tests. The customer was advised that the pump is operating as designed and was educated on the two hbg rule.